Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of approach: posterior lumbar interbody fusion and posterolateral fusion. It was reported that on (B)(6) 2011, the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l2 to l4. The patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was applied from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the posterolateral gutters. Postoperatively, the patient had improvement, followed by increasingly severe and chronic lower back pain, with pain and radiculopathy into her buttocks, hips, groin, and lower extremities. She experienced weakness in her left leg and requires use of a leg brace and cane.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient was pre-operatively diagnosed with recurrent disc herniation, left l3-4. Disc herniation, left l2-3 and underwent the following procedures: repeat left l3-4 micro-discectomy; left l2-3 discectomy; posterior lumbar interbody fusion, l2-3 and l3-4; pedicle screw stabilization with expedium pedicle screws; interbody fusion using concorde bullet interbody cage; 6)posterolateral arthrodesis using bmp-containing sponges. As per operative notes: "the spinous processes of l2, l3 and l4 were exposed. The horsley spine cutter was used to remove the spinous process of l2 partially and l3. Scar tissue was encountered to the left side at the l3-4 level. Laminectomy was completed. Large disk herniation was identified at l2-3 which was removed. No significant compression of the left l2 nerve root by disk herniation. The thecal sac was then retracted from left to right at l3-4 level. The anspach drill was then used to fashion entry sites at the pedicles at l2, l3 and l4 bilaterally. Each pedicle was cannulated and tapped. Pedicle screws were placed. The screws were then connected with titanium rods. The thecal sac was retracted from left to right. Additional disk material was removed. The endplates were decorticated. This was filled with bmp (bone morphogenic protein) containing sponges and local autograft prior to placement. The thecal sac was then retracted from left to right at the l2-3 level. The titanium screws were then compressed and tightened to the appropriate torque. An epidural catheter was placed. Crossing connector was placed as well. This was then tightened to the appropriate torque. The internal processes were decorticated with the anspach drill. The wound was irrigated with 3l of bacitracin-containing solution. The bmp-containing sponges were then placed in the posterolateral gutters.¿ the patient was transferred to post-anesthesia recovery room in stable condition.